Event description:
It was reported that 9 bd safetyglide¿ needles were blocked when using them with prefilled vaccination syringes. The following information was provided by the initial reporter: "...boxes of pen needles were defective... Additional information received 22-mar-2023 spoke with pharmacist on duty and was able to get the following details. Pharmacist advised the issue was the needles seemed to be clogged/blocked as they were not able to get anything out of them when they tried to push the plunger while using them with prefilled vaccination syringes... ¿ was there any use on patient? If so was there any impact or harm due to the reported issue? No use on pt, occurred prior ¿ was there any need for medical treatment or intervention? N/a".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-mar-2023 h6: investigation summary ten samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Five samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 9 bd safetyglide¿ needles were blocked when using them with prefilled vaccination syringes. The following information was provided by the initial reporter: "boxes of pen needles were defective. Additional information received 22-mar-2023. Spoke with pharmacist on duty and was able to get the following details. Pharmacist advised the issue was the needles seemed to be clogged/blocked as they were not able to get anything out of them when they tried to push the plunger while using them with prefilled vaccination syringes. Was there any use on patient? If so was there any impact or harm due to the reported issue? No use on pt, occurred prior. Was there any need for medical treatment or intervention? N/a".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.